Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rdmjhz and no non-conformances related to the reported complaint condition were identified investigation summary: the product was returned for evaluation. A visual inspection of the sample returned was conducted. Visual analysis of the returned product revealed that one empty labeled winding former and a suture piece product code sxpp1a400 was received for evaluation. Upon visual inspection of the returned sample, the needle was not received for evaluation and the end of the suture was observed cutted; in addition, the suture barbs were to be damaged at the tips and the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested and the following was obtained: could you please provide the lot number? Rdmjhz. Procedure name and date? Waiting to hear back from account, I believe it was a total knee arthroplasty but haven't heard response from account. How was the procedure completed? A different suture was opened and case was completed. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. Upon handing the suture to the surgeon, the needle popped off before use. There were no adverse patient consequences. Upon of the evaluation of the returned device, the fixation tab was observed to have one side broken. No additional information was provided.